Manufacturer narrative:
(B)(6) the customer returned multiple components of a cvc kit for analysis, including one introducer needle and arrow raulerson syringe (ars) for analysis. Definite signs of use in the form of biological material were observed within the needle. Visual analysis revealed that the needle hub contained multiple scratches and cracks. It was also noted that one crack along the length of the hub body. A device history record review was performed, and no relevant findings were identified. The customer report of a cracked needle hub was confirmed through visual inspection of the returned sample. The failure mode identified is consistent with the failure mode investigated under a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was fully implemented 23-aug-2023 using a new alcohol-resistant material to manufacture the needle hub. The manufacturing date for the needle hub involved with this complaint occurred prior to the CAPA implementation date. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the insertion of the cvc, the plastic hub is cracked, the needle cannot be used. Clinical consequence: delay in treatment. Kit changed." Patient condition stable. There was no other patient harm or consequence.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "during the insertion of the cvc, the plastic hub is cracked, the needle cannot be used. Clinical consequence: delay in treatment. Kit changed." Patient condition stable. There was no other patient harm or consequence.